Event description:
The surgeon reported that the locking mechanism inside the barrel of the lcp dhhs sideplate seemed broken and would not work. The surgeon had to use a different plate. The surgeon reported the patient was completely fine.

Manufacturer narrative:
Manufacturing engineer evaluated the device and indicated part number 282.612 is an assembly composed of two subcomponents 282.610.2 and 282.610.1. The as received condition of the plate subcomponent- part number 282.610.1-- was intact with some minor marking/scratching consistent will normal field usage. All related pertinent dimensional features were obtainable, measured and passed per inspection sheet. The as received condition of the insert subcomponent- part number 282.610.2- was intact with some minor deformation consistent will the assembly process. Related pertinent dimensional features that were obtainable, measured and passed per inspection sheet. One feature was damaged due to assembly. The damage does not contribute to the failure condition and is standard per the assembly process. Inspection / measurement of the returned part showed all undamaged features meet dimensional and visual requirements for pertinent features that could be related to the customer complaint. One feature was damaged was unable to accurately evaluated. Investigation is on-going.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.